Event description:
It was reported, that "the cuff material changed color and it seems melting and sticky" there was no reported pt involvement, injury and/or change in therapy. The device was returned and submitted to the analytical lab for analysis and investigation.